Event description:
It was reported that during the implant procedure, after the left ventricular (lv) lead was implanted, the threshold was tested and lead dislodgement was observed. The physician replaced the delivery catheter and re-implanted the lv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.